Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem technical support, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies to resolve the issue. The customer's blood glucose level ranged from 477-478 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.